Event description:
The representative reported the patient had not received stimulation therapy for approximately one month; the patient had recharged the product in september 2007, four days later he awoke to find the device was inoperable. The pulse generator had appeared to be over-discharged; the representative had attempted one physician mode recharge in 2007. The patient subsequently attempted physician mode recharge cycles on his own and with assistance from the hcp. At follow-up one week later, x-ray exam had confirmed the ins wasn't flipped, and the representative had attempted to initiate a regular recharge session without success after two attempts to perform physician mode recharge cycles had failed. The patient programmer had displayed error codes in the 591 and 590 series. Consultation with the company engineer concluded a patient programmer with advanced software should be used to attempt to unlock the ins. The programmer with advanced software would be sent to the representative; timely follow-up with the patient was anticipated. Additional information has been requested from the physician.